Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed during which it was identified a crack in the connecting tube of the left cylinder. The pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually and inspected, leak and functionally tested. Visual examination revealed that the tubing was cut down to the pump block; therefore, the tubing was not returned for analysis. The pump passed the leakage and functionally test. Based on the information available and analysis results, the reported clinical observation of a crack in the connecting tube of the left cylinder could not be confirmed, consequently, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed during which it was identified a crack in the connecting tube of the left cylinder. The pump was removed and replaced. There were no patient complications reported.